Event description:
It was reported that a lightheaded patient presented in the emergency room with a heart rate in the 30s and 40s. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4)